Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusions.

Event description:
Arjohuntleigh was notified about an incident with involvement of alenti hygienic lift. According to the information provided by customer facility representative alenti tipped over with a resident on it. After bathing, the resident was lifted out of the bathtub. The caregiver was drying and dressing the resident. The caregiver turned around for a short moment and in this moment the resident fell out of the lift, which also fell over.

Manufacturer narrative:
On 2018-mar-22 arjohuntleigh was notified about event with involvement of alenti hygienic lift, where it was reported that device tipped over. The caregiver was drying and dressing the resident. The caregiver turned around for a short moment and at this time the resident fell out of the lift, which also fell over. The caregiver did not see the course of the event. The involved resident sustained fracture of the right ankle joint and was transported to hospital where the surgery was performed. On (B)(6) 2018, the arjohuntleigh representative visited the customer facility to perform interview and evaluate the involved device. Based on the visual inspection results lift was found to be in good condition. No fault was found and lift functioned correctly. Arjohuntleigh representative was not able to recreate the event and overturn the lifter. It was confirmed that during the event the safety belt was not in use. According to review of reportable events, a limited number of cases with similar fault description: alenti device tipped over during the resident transfer was found. The number of observed reportable complaints with this failure mode is currently considered to be low. It is worth to note that alenti lift has been designed, produced and certified to meet the requirements of the iso 10535 stability test and it is not intended to become unstable within normal and on-label use. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl (safe working load), and in its highest stroke position. The test was confirmed by tuv in 2004. In reference to the information disclosed by the customer facility representative, the following factors were found to be relevant: 1. Wrong positioning of the patient. The operating and daily maintenance instructions (IFU, version active at the time of the distribution of the involved lift: 04.cd.02/6gb issued in april 2000) provide information how the device handling and resident transfer should be performed to remain safe: "warning! Make sure the patient is sitting straight upright in the middle of the seat" (p. 4) based on the collected information the following positioning related factors could contribute to the event: sitting in a wrong direction (back to the column instead of sideways to the column), reaching something in the surrounding, leaning forwards or sideways. According to the information provided by facility representative, the resident was correctly positioned, however the caregiver did not see the course of event. 2. Not using safety belt. It is to be mentioned that alenti lift should be equipped with safety belt. The safety belt is intended to help to maintain right position of the patient on the seat. According to the collected information the safety belt was not in use during the event, so it did not secure the resident. Please note that alenti IFU provides information regarding proper usage of the safety belt: "place the belt around the resident's waist. Thread the long strap through the buckle and the loop. Tighten the strap and lock" (p. 9). As the safety belt was not present on the seat, and the resident was free to move on the seat and possibly cause the device to tip. Therefore it seems that the failure to follow safety instructions and recommendations included in the device instruction for use, together with lack of carefulness, can be a primary cause of the event occurrence. 3. Not attending the resident during operating the alenti. According to the operating and daily maintenance instructions: "this equipment is intended for lifting and transportation of hospital or nursing home residents to and from hygiene rooms under the supervision of trained nursing staff and in accordance with the instructions outlined in arjo's operating and daily maintenance instructions." (IFU, p. 4). It was stated by the customer facility representative that caregiver did not see the course of event as caregiver was turned around, when the fall occurred. Therefore it cannot be ruled out that when the resident was not supervised and assisted by caregiver, he could either try to move on the lift's chair or due to wrong positioning fall down from the seat to the floor. 4. Resident not suited for device due to wrong assessment the operating and daily maintenance instructions (IFU, version active at the time of the distribution of the involved lift: 04.cd.02/6gb issued in april 2000) provide information how the device handling and resident transfer should be performed to remain safe: "the resident needs to be able to sit in an upright position, normally defined as active or semi-active. All other uses must be avoided." Please note that customer facility representative did not provide information regarding the resident assessment and his positioning on the lift, so it was not possible to determine if resident condition was appropriate for use of this lift. If resident did not suit the intended use described above a more suitable device should be used for therapy of the resident. Based on the performed evaluation of the device there was no technical deficiency with the device. Looking at the incident scenario it has been established that the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. The complaint was decided to be reported due to information that lift tipped over, indication of patient injury and information that medical intervention was necessary.